Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery using screws, rods and set screws. On an unknown date, post-op, the implanted screws were reported to be broken. Hence, the patient underwent a revision surgery, in which the hardware was explanted. The explanted hardware was then discarded. No patient complications were reported due to this event.

Manufacturer narrative:
X-ray review results: post-op and intra-op x-rays for l5-s1 fusion were provided. The s1 screw on one side is fractured. Rod fracture is not seen in the provided images. No interbody devices is present. Fusion status is unknown. Additional information: if information is provided in the future, a supplemental report will be issued.